Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d10, h2, h3, and h6 coding. The device was returned to olympus for inspection and the reported failure not confirmed. No malfunctions with the device were observed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the there was a perforation of the instrument channel on the bronchovideoscope during inspection for use. There were no reports of patient involvement.